Event description:
Discordant, falsely low results were obtained on approximately ten patient samples for a user-defined c-reactive protein (xcrp) method on a dimension vista 1500 instrument. The discordant results were reported to the physician(s) for three of the patients. The laboratory operator later removed the reagent cartridge due to the discordant results, and the reagent cartridge was digoxin (digxn) instead of xcrp. It is unknown if the samples were repeated or if corrected reports were issued. There are no reports of patient intervention or adverse health consequences due to the patient samples being tested for xcrp while a digxn reagent cartridge was in use instead of an xcrp reagent cartridge.

Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of the incorrect reagent cartridge being used when testing is scheduled for a user-defined method on dimension vista 500 and dimension vista 1500 systems using software versions 3.5.1 or lower. It has been confirmed that under a rare set of conditions when utilizing the routine inventory screen to enter a user defined method (empty) flex the system may assign the user defined method flex to a different flex that is currently in inventory on the system, and then use the incorrect flex cartridge to process the user defined method. Investigation of the issue has determined that this error will only occur if the assign empty reagent cartridge window has been left open and the flex inventory on the system changes. An urgent medical device correction (umdc) was sent to customers in the united states and an urgent field safety notice (ufsn) was sent to customers outside the united states in october 2013. The umdc/ufsn "dimension vista 500/dimension vista 1500 user defined method flex assignment" provides instructions to prevent the issue from occurring.